Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a slight hemorrhage with an extensive hematoma, the access site was still opened. Actions were taken to treat the event, a pressure bandage was applied, and patient took a break on the medication apixaban. A color duplex sonography was required. The case is reported as solved and no serious deterioration in the health of a subject occurred that resulted in in-patient hospitalization or prolongation of existing one. There is no device allegation, none will be returned related to this event.